Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, none of the bands were able to be deployed from the speedband device. The scope was withdrawn from the patient and another speedband superview super 7 multiple band ligator device was setup, and then used to complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, none of the bands were able to be deployed from the speedband device. The scope was withdrawn from the patient and another speedband superview super 7 multiple band ligator device was setup, and then used to complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that 5 blue bands and 1 white band remained on the ligator head; however, the bands were rolled out of position and one blue band was broken and caught under the other bands. Additionally, the ligator teeth were damaged. Further analysis revealed that the tripwire was tightly wound around the spool. However, no evidence of the tripwire being cinched in the handle assembly slot was identified. The suture loop was attached to the wire loop of the trip wire. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that 5 blue and 1 white bands on the ligator head were rolled out of position, with one blue band broken and caught under the other bands. Also, the ligator head teeth were damaged. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step had ever been performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section "to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The dfu then instructs the user to "secure trip wire in slot on handle unit." The failure to cinch the tripwire could ultimately impact the deployment activity of the bands, which would create slack in the wire, and negatively impact the band deployment activities. The bands failure to deploy was most likely due to the tripwire not secured in the handle slot. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown; however, it has been reported that the patient is over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, none of the bands were able to be deployed from the speedband device. The scope was withdrawn from the patient and another speedband superview super 7 multiple band ligator device was setup, and then used to complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.